Manufacturer narrative:
D2) nio stent, iliac d2b) product code: qan PMA/510(k) # p200023 device evaluation: the zvt7-35-80-16-60 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zvt7-35-80-16-60 devices are subject a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.. There is no evidence to suggest the user did not follow the instructions for use (ifu0091-7) image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer impression: the complaint of stent movement between post-implantation angioplasty and angioplasty balloon removal is confirmed. The 6cm long stent was only 4cm post angioplasty. This was evident even without measuring because the 4cm long balloon matched the stent length. The stent must have been concertinaed. This could have occurred at implantation or from balloon entrapment. A concertinaed stent would be at increased risk of entrapment. The civ lesion angiographically was modest enough to provide little resistance to displacement. Stent lengthening after displacement also supports balloon entrapment as a portion of the stent must have been behind the entrapment point. A portion of the stent would have been pulled along and stretched. If the stent had moved spontaneously, the same or greater shortening would have been expected. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be that the balloon did not fully deflate, got caught on the stent and as a result the stent concertinaed. The image review confirmed that post angioplasty the length of the stent was only 4cm indicating that the stent must have concertinaed. It is unknown when this occurred but could have occurred at implantation or from balloon entrapment. Information in the file makes reference to an assumption by physician that the balloon was not fully deflated and must have caught on the stent and pulled it back. Additionally, their assessment was that the stent moved as a result of the boston scientific balloon not being fully deflated and not as a result of a problem with the stent but goes on to state that there is no way to confirm this theory. Clinical input concurs with the physician and imaging review input that the requirement for the second stent was due to an issue with balloon deflation and unrelated to the stent itself. Summary: complaint issue is verified in the images. Stent movement between post-implantation angioplasty and angioplasty balloon removal is confirmed in the review. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
Supplemental report required following device evaluation on (B)(6) 2021: "polyimide kinked. Black filler tube broken".

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. D2: nio stent, iliac. D2b: product code: qan. PMA/510(k) #: p200023.

Manufacturer narrative:
(B)(4). Procode: nio stent, iliac. Product code: qan. PMA/510(k) #: p200023. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2021 - today an incident occurred after deploying a zilver vena 16x60 g57447. After deploying the stent which landed exactly where it was intended in the common iliac vein, the stent was post dilated with a boston scientific xxl 16x40 balloon. After inflation of the balloon, the balloon was deflated and pulled out. It was then observed under fluoro that the zilver vena had moved a full stents length against the venous blood flow and ended up in the external iliac vein. It is my assumption that the balloon was not fully deflated and must have gotten caught on the stent and pulled it back. The doctor opened another zilver vena (16x100) and placed it in the intended area of stenosis in the common iliac vein with overlap to the first stent. Sizing of the original stent was based on ivus. We used ivus after placing the second stent and everything looked good. No additional procedures were needed and no replacement stent is needed. The assessment is that the stent moved as a result of the boston scientific balloon not being fully deflated and not as a result of a problem with the stent although there is no way to confirm that theory. I have four images of the case that I will send in subsequent emails. This incident will not be reported to the FDA, nothing broke off, nothing ended somewhere harmful to the patient and no follow up is needed with the account. No problem is available for return.